Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned qty one 915-2201 lot 775440 lactosorb screw for evaluation due to lack of retention complaint. A visual inspection of the screw showed light signs of attempted use. For further analysis the screw was returned to warsaw for further investigation by the ops manufacturing technician. The reported testing result shows that the returned product was found to fail the no-go test and has been deemed out of spec. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to issues in the manufacturing process leading to undersized parts being manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the screw was unable to be gripped because the notch on the screw was large. No adverse events have been reported as a result of the malfunction.